Manufacturer narrative:
Estimated date of death and event. The UDI is unknown because the part and lot numbers were not provided. Estimated date of implant. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the absolute pro instruction for use as a known potential patient effect that may be associated with the use of the device. Based on the case information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature article titled: "absolute pro pmcf report". The additional adverse patient effects referenced are being filed under a separate medwatch report.

Event description:
It was reported through a study report identifying that absolute pro stents may be related to the following: death, myocardial infarction, thrombosis, embolization, dissection, occlusion, perforation, amputation, creatine increase, pulmonary embolism, ventilator support, pneumonia, cardiac dysrhythmia, congestive heart failure, pseudoaneurysm, hematoma, av fistula, stenosis, claudication, revascularization, surgical intervention, and rehospitalization. This article summarizes clinical outcomes of 1,149 patients that were treated with absolute pro stents. Specific patient information is documented as unknown. Details are listed in the article, titled "absolute pro pmcf report."